Event description:
Event description guidant received information that this pacemaker upon interrogation is displaying less than 6 months of battery life remaining. The patient had an av node ablation in the near past, at which time the physician reprogrammed the device to higher ventricular outputs. The technical services consultant did a longevity caluation using the higher outputs and found the predicted longevity remaining to be 1.4 years. The field clincial representative reports that the device was to be replaced, with an allegation of premature battery depletion. The atrial lead was to be revised due to increased thresholds.